Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative (rep). It was reported that the patient was brought in mid refill today ((B)(6) 2023). 11.2ml was expected and there was nothing in the reservoir. The rep stated that the patient had a ptm and it seemed to be working fine. The rep stated that the patient had withdrawal symptoms the day after the refill including nausea, cramping in the legs, and loss of feelings in his legs and a day or so later, they were fine. The rep stated that patient had not been experiencing overdose symptoms. Pocket fill was reviewed but ruled unlikely. The manufacturer's technical services specialist (tss) reviewed that if overinfusion was suspected, they would need to decide if they want to remove the pump and then send it for testing.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that troubleshooting is scheduled for (B)(6) 2023 and that the patient will be brought back in prior to their scheduled refill date (midway through) to check volumes and compare. It was unknown at this time what the cause of the volume discrepancies and the patient's symptoms was. Resolution of the event was also unknown at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl, baclofen, and bupivacaine via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2023, the patient had a routine refill where they were expecting 3 and got back 0 mls. A few days later they had symptoms of withdrawal, fever, and nausea. They did have a magnetic resonance imaging (MRI) around this time but dates were unclear. They went to the emergency room because of those symptoms but eventually they were fine and went home. Today they came in for a refill again and 4.9 was expected but they got back 0 mls again. The healthcare provider does barbotage and was not reporting that the patient was difficult to refill. The programming was confirmed correct. The patient had not reported symptoms of overdose. Technical services asked about heat therapies over the pump and that was unknown. Pump event logs had not been read. Asked about small chance of patient accessing the pump but that was not expected. Reviewed that overinfusion was very rare but possible and to consider bringing them in mid-refill cycle to check for volume discrepancies and monitor for symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, at the time of this report, no further diagnostics/troubleshooting were planned. The cause of the volume discrepancies was unknown. The rep was unaware of the any steps taken to resolve the volume discrepancies. The volume discrepancies were not resolved. A pump replacement was being discussed with the patient. The patient was uncertain if they wanted to proceed with a replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) indicated that there the pump was not working, and the issue appeared to be related to a problem with the reservoir.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient experienced a critical alarm after the pump ran dry. The patient claimed that the pump malfunctioned. In regard to environmental, external, or patient factors that may have led or contributed to the issue, it was noted that there was a failure to refill the pump before the alarm date. In regard to diagnostics/troubleshooting performed, pump logs were read. The patient's pump was permanently shut off and then replaced with the new model. The pump was replaced on (B)(6) 2025. At the time of this report, the issue was resolved. Per pump logs from (B)(6) 2025, multiple alarms occurred; service code 235, indicating an empty reservoir, service code 236, indicating a low reservoir, and service code 529, indicating a motor stall and recovery, occurred. Service code 226 also occurred, indicating that the pump had been permanently shut down. Per pump logs, a motor stall occurred on (B)(6) 2023 at 3:18pm with a recovery on (B)(6) 2023 at 4:43pm. A low reservoir alarm occurred on (B)(6) 20232 at 4:57pm and an empty reservoir alarm occurred on (B)(6) 2023 at 4:50pm. A motor stall occurred on (B)(6) 2024 at 8:41am with a recovery on (B)(6) 2024 at 9:55am. A motor stall occurred on (B)(6) 2025 at 5:44pm with a recovery on (B)(6) 2025 at 6:21pm. The pump was used to deliver unknown baclofen 11mcg/ml at 1.768mcg/day, unknown morphine 11mg/ml at 1.768mg/day, fentanyl 150mcg/ml at 24.11mcg/day, and bupivacaine 2mg/ml at 0.3215mg/day. Additional information received on (B)(6) 2025 indicated that, in regard to the failure to refill the pump before the alarm date, the volume discrepancies were referenced; on the last refill attempt in (B)(6) 2023, the patient claimed that the pump overdosed him. The patient suspected that the pump malfunctioned so he didn't want to refill and let the pump run dry. A replacement was requested with a new pump and analysis of the explanted pump. The cause of the motor stalls was u unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.